Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the temperature module to function as intended. Per data log review, there is no indication of a problem in the log from (B)(6) 2021 back to (B)(6) 2021 except on (B)(6) 2021. On that date the status on channel 2 was changing from in range to under range frequently. The log will not show if the temperature was accurate but will show if the temperature is in range, under range, or over range. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the temperature module. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temperature module was not reading accurately. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.